Manufacturer narrative:
The field service engineer could not determine a cause. The issue could not be duplicated. The rinse mechanism and rinse mechanism tubing were checked and cleaned. The sample probe was replaced and adjusted as a preventive measure. The reagent probes were cleaned. The cell rinse water was checked. Mechanical checks were performed. Precision studies were performed and results were within acceptable limits. The customer ran calibration and controls; controls recovered within acceptable limits. Upon review of the alarm trace, abnormal sample probe aspiration alarms occurred surrounding the event. This could be an indication of poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium on a cobas 8000 c 502 module. The sample initially resulted in a lithium value of 2.7 mmol/l and this value was reported outside of the laboratory. The sample was repeated twice, resulting in values of 0.27 mmol/l and 0.24 mmol/l. A value of 0.2 mmol/l was deemed correct for the patient. The lithium reagent lot number and expiration date were requested, but not provided.